Event description:
The facility reported a flogard infusion pump that "displayed the alarm f22". Process step is unknown. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of a flogard infusion pump that displayed the alarm f22 was confirmed. The cause was not identified.